Event description:
Mar. 03, 2016 07:06 am (gmt-5:00) added by (B)(6): it was reported that an expiratory one-way valve in the patient cassette of the anesthesia workstation was found stuck in the closed position. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
No parts have been returned for further investigation and we have therefore been unable to verify or determine if there were any residues or contamination on the expiratory one-way valve that may have caused the reported stuck valve. There are no technical alarms indicating a stuck expiratory valve in the received device technical log. According to the problem description, the expiratory valve was released manually and the anesthesia workstation was thereafter used without further problems. There are no indications of any issues in the received device event log. The received device test log does not contain any system check-out (sco) failures prior to, or after, the alleged event. The reported problem has not been confirmed based on the received information and lack of returned goods.

Event description:
(B)(4).